Event description:
It was reported that during a laparoscopic low anterior resection, the device cut and stapled half way. The surgeon made a pfannenstiel incision and inserted a 30mm linear stapler to staple across the remaining part of the rectum. The procedure was then finished.